Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+, thin friable leaflets, and annular dilatation. An xtw clip was implanted a2/p2, reducing mr to grade mild. After removal of the clip delivery system (cds) and steerable guide catheter (sgc), it was noted in imaging that the clip was unstable with a rocking motion, and there was more mr. The clip did not move from its location and did not detach. There was possible tissue damage, but it was difficult to confirm. A new sgc was used to place additional clip (nt) next to the xtw clip, reducing mr to grade 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) per the physician is related to thin, friable leaflets, and therefore related to patient conditions. The possible unspecified tissue injury is likely due to migration. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.